Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the heater bag connection came apart during therapy on the home choice device. The home patient was not connected at the time. The technical services representative assisted the patient in clearing the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.